Manufacturer narrative:
(B) (4). Oil mist. Capital equipment, unit evaluated at the facility. Replaced oil filter and catalytic filter. Ran empty cycle and customer ran 2 cycles. System meets manufacturers' specifications.

Event description:
Customer alleged, haze/mist for past 2 weeks from their sterrad 100nx sterilizer. There was no odor or human reaction.